Manufacturer narrative:
Further inspection of the returned device confirmed the customer¿s complaint of ¿ image problem, camera makes vertical strokes" was due to the broken cable which caused interference streaks and dropped images. The adapter was worn at the studs and did not hold any optics. The insulation on the cable had slipped. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported as to the cable damage, the contents described in the then instruction manual were checked and found the following descriptions. The legal manufacturer determined that the phenomenon might have been prevented by following these descriptions. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. The legal manufacturer was unable to check the manufacturer record because the subject device was manufactured over 15 years ago.

Event description:
The customer reported during an urology procedure, vertical strokes were observed on the camera head display. The camera head was exchanged and the intended procedure was completed without delay. There was no patient injury report. The camera head was returned for evaluation and found the cable broken which is considered a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on e2, e3 and g2. These fields were updated to reflect health professional and occupation. Olympus will continue to monitor field performance for this device.